Event description:
When removing the inner catheter, after delivering of the embryo, it was difficult to remove the device for inspection in the lab. The physician used a little force and discovered that the eccotip was no longer on the inner catheter. They searched after the eccotip without results and their conclusion is that it must be in the uterine cavity.

Manufacturer narrative:
UDI# (B)(4). (B)(6). (B)(4). The event is currently under investigation.